Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, punctured; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good and stopcock condition, good/closed. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the balloon had become punctured, making the instrument non functional. The instrument was rec'd with two small pinholes in the proximal portion of the balloon. The holes were approx 160 degrees from the stopcock position and were 1/4" and 1/2" inch distal from the attachment ring. No conclusion could be reached how the balloon had become punctured. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was not used during a procedure. It was reported by the affiliate that the balloon was discovered to be punctured during the unpacking of the device. There was no pt consequence.